Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since no device malfunction was confirmed and no further information regarding the reported incident could be obtained, the root cause could not be determined. This supplemental report includes a correction to d4 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial d8.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and h7. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
"The customer reported to olympus that during an unspecified surgical procedure, the patient experienced an episode of short cardiac arrest linked to overpressure of the thoracic cavity with the use of the high flow insufflator unit. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This complaint requires five reports. The related patient identifiers are as follows: (B)(6): uhi-4, serial number # (B)(4). (B)(6): uhi-4, serial number # (B)(4). (B)(6): uhi-4, serial number # unknown. (B)(6): uhi-4, serial number # unknown. (B)(6): uhi-4 , serial number # unknown this medwatch report is for patient identifier: (B)(6).

Event description:
Olympus further received information that this event was considered as vagal response to nociceptive stimulation without consequence at all. No other information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide to provide correction to the initial with information inadvertently left out (h7 and h9).

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h7 from the previous submission. Also, although the legal manufacturer conducted an additional investigation, there was no change to the previously reported findings.